Event description:
It was reported that during a procedure the core universal driver was not operating the correct mode; it was running in reverse when in forward. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the potted trigger assembly was found to be in need of replacement. The device was repaired and returned to the user facility.